Event description:
A malfunction was reported on the customer's pump, but there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer switched to an alternate insulin delivery method, mdi, and tandem technical support arranged for a replacement pump to be sent, instructing the customer on how to proceed with storage, returning the faulty pump, and steps for handling the new pump upon arrival.